Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device passed all testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was high. Customer stated that had diarrhea, high blood pressure, temperature and was vomiting prior to go to the hospital. Nothing further was reported.